Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The video image was verified present and functioning as expected upon testing with multiple scopes and an olympus, model clv-190 light source. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem was one of the internal boards related to dvi output malfunctioned due to deterioration associated with the age of the device and long-term usage.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and an investigation will be performed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the video image was observed with vertical colored lines across screen and the scope image dropped out sporadically for a few seconds at a time. There was no patient injury, associated with the problem, reported to olympus.